Event description:
As reported on (B)(6) 2015, a female pt of unk age presented for an endovenous laser procedure. When withdrawing the fiber, the treating physician noted the fiber had fractured off inside of the pt. The fractured piece was successfully removed from the patient in a follow up procedure. It was reported the pt was doing fine and suffered no permanent harm or injury due to the event. The reported defect disposable device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress.

Manufacturer narrative:
Returned for evaluation was one evlt 80cm fiber and one ops spotlight sheath. A visual examination of the returned devices noted no obvious defects on the fiber. The bare tip was intact and there were no cracks or damage to the fiber shaft. The ops sheath was burnt/fractured at about the 5cm site mark. The customer's reported complaint description of the sheath burning off (fracturing) is confirmed. Although a definitive root cause cannot be determined, potential contributing factors for this complaint may be if either the fiber was not fully advanced into the sheath prior to energizing the laser or they pulled the fiber back into the sheath wile laser energy was applied to the fiber per the instructions for use. During the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging shipment. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).